Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failed to open the drawer. A technical support specialist remotely accessed and reset the cubex app and drawers to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system drawer failed to open and preventing user to issue the required medication mirtazapine 15mg. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medbank system drawer failed to open and preventing user to issue the required medication mirtazapine 15mg. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2022 to 28-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. The technical support specialist reset the cubex app to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.